Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary bd had not received samples, but 6 photos were received for evaluation, showing a post-centrifugation tube that has not separated correctly. It is unclear whether this tube is a bd product as the label cannot be seen. The customer did not provide bd with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported after use the unspecified vacutainer blood collection tube was discolored/abnormal additive form. The following information was provided by the initial reporter: the customer stated "there is an issue with the gel in the serum tubes."